Event description:
During a coronary procedure the cypher stent was pushed through a narrow and calcified lesion. The lesion was not predilated. The physician encountered difficulty when attempting to advance through lesion. Therefore, the physician pulled cypher sds back an the stent came off the delivery system. The procedure was finished using a taxus stent.